Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-11210, 1627487-2012-11211. The patient reported her stimulation was not covering her pain as well as it did during her trial procedure. The patient also reported she had positional changes in stimulation while sleeping. The patient also reported she had some heating at the ipg pocket while charging, however, she reported she always stopped charging before the heating became uncomfortable. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.